Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The care team reported an ¿unexpected controller shutdown¿ alarm was observed. The care team said the shutdown was not witnessed, but they observed the white alarm afterwards. Impella flows decreased to less than 1.0 liter per minute (l/min) at p-9, but recovered to 5.0 l/min. The team was advised that the controller may experience another event while the patient is on support. It was recommended to change the automated impella controller if the care team wished to do so. There was no harm to the patient at last check-in with the care team, and the impella was still flowing well. The patient survived.